Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller vomited and collapsed and was assisted to stand up by her colleague; no medical treatment was provided. Caller alleges no insulin was delivered through the pump. No adverse event reported. Caller declined to return pump for investigation.